Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left idiopathic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a transient ischemic attack (tia) requiring neurological testing. During ablation in the right atrium, a steam pop occurred. Ablation was then performed in the left ventricle. Although unconfirmed, it was noted that there may have been char related to the steam pop. At the end of the procedure, the patient reported visual disturbances and difficulty recognizing objects (i.e. Keys and wallet). Initially, a cerebrovascular accident (cva) was suspected. Post-procedure, neurological analysis was performed and the cva was downgraded to a transient ischemic attack (tia). It was noted that the patient may have a patent foramen ovale (pfo). There were no issues or errors reported on any bwi products or equipment during the procedure. The issues of steam pop and char are not reportable events, however, since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.